Manufacturer narrative:
The customer's test strips were requested for investigation, but there were none available to provide. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient was suspected of hypoglycemia and was being treated with an unknown quantity of dextrose intravenously. At 11:49 a.m., a sample collected from a finger of the hand which was on the same arm of the patient as the intravenous dextrose administration was tested using the meter, resulting in a glucose value of 460 mg/dl. At 11:50 a.m., a sample was collected from a finger on the hand of the opposite arm of the patient and tested using the meter, resulting in a glucose value of 19 mg/dl. At 11:52 a.m., a sample collected from a finger of the hand which was on the same arm of the patient as the intravenous dextrose administration was tested using the meter, resulting in a glucose value of 112 mg/dl. At 12:19 p.m., a sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a glucose value of 124 mg/dl.